Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the delivery balloon had inflation difficulties and did not deflate. The target lesion was located in the non-tortuous, non-calcified, 75% in-stent restenosed ostial left anterior descending artery (lad). The patient had one drive and one taxus stent placed in the lesion six months prior. The drive stent was found to have in-stent restenosis and was predilated with an unknown 2.0 x 15 mm balloon. A 3.00 x16 mm taxus express2 drug eluting stent was placed in the lesion and inflated to 10 atms but the stent did not deploy until the balloon was brought up to 16 atms. The balloon was then again inflated to 17 atms. After stent deployment the delivery balloon would not deflate. Total time deflation attempts were made was 80 seconds. During deflation attempts the patient experienced angina, st elevation and hypotension. At this time the balloon was removed while still inflated. The stent was post dilated with an unknown 15 mm balloon and the stent remained in good position and well apposed. On hour after the procedure the patient experienced a myocardial infarction. Medical management was given to treat the mi. Plavix was prescribed for 6 months follow-up.